Event description:
It was reported that the patient had passed away. This was identified from an online obituary search. The cause of death is unknown. The last known treating neurologist had not seen the patient since 2014. Follow up with the servicing funeral home could not identify records relating to the patient's device. An internal sudep evaluation with the limited information available information concluded that the patient's death was possible sudep. No additional pertinent information has been received to date.

Event description:
The patient's generator and lead were received by the manufacturer for product analysis. No additional pertinent information has been received to date.

Event description:
Product analysis on the returned generator was completed. Visual examination showed observations consistent with the surgical procedure; no surface abnormalities were noted on the device. The generator did not communicate as-received, and an open can measurement of the battery voltage determined that the battery was depleted. Based on the electrical test results, the device exhibited current consumption rates that were within specification, indicating that normal battery depletion led to an expected end of service. After the generator can was opened, a visual examination of the pcb performed and revealed no visual anomaly. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator. Product analysis was completed on the returned lead portions. Note that the lead body including the electrodes was not returned for analysis, so a complete evaluation could not be performed on the entire lead. The returned lead portions were consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that a good mechanical and electrical connection was present at least one point in time. Continuity checks of the returned lead portions were performed, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portions of the lead. No additional pertinent information has been received to date.